Manufacturer narrative:
Co's evalof the returned product showed that the distal end of the separated sheath probobaly due to occlusive pressure applied over the products sheath. Code 86: a review of the manufacturing and qc records showed no deviations form specification. Code 68; the product sheath is designed to deliver collagen through an unrestricted paddage. Compression of the distal end of the sheath would restrict the passage of collagen. Continued attempts to deliver the collagen can force the sheath to separate from the hab . The IFU states that if excessive resistance is encountered while delivering the collagen plugs, discontinue the procedure. In addition it insturcts the user to occlusively compress far enoguh above the arterial puncture to avoid kinking the sheath.